Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for evaluation. The reported inflation difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. An unspecified stent was implanted in the target lesion and a 3.25x20 mm nc trek rx balloon dilatation catheter (bdc) was advanced, the bdc was inflated, and the balloon failed to inflate. The device was removed without issue and replaced with a same size nc trek to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.